Event description:
It was reported by service report that the fowler was drifting due to a damaged gas spring trip. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: fowler, gas spring trip.